Manufacturer narrative:
This report is submitted on may 4, 2022.

Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to poor sound quality with static. The patient was reimplanted with another cochlear device during the same surgery.